Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer experienced diabetic ketoacidosis, dizziness, sleepiness and was placed on insulin drip while at the hospital. Customer's alarm history showed no delivery alarm, battery out limit alarm, bad battery and auto off alarm. Customer declined to troubleshoot. Customer advised they had a few low blood glucose level incidents, multiple battery issues, they would change batteries every 2 days and they felt the insulin pump would over deliver insulin at times. Customer declined to perform the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.